Manufacturer narrative:
The device was returned to zoll medical (B)(4); evaluation of the reported event was duplicated during functional testing and attributed to the defib cable not properly seated on a connector on the monitor board. The device's defib cable and connector were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.